Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that patient broke gamma nail at the proximal aspect of the lag screw hole.

Manufacturer narrative:
Evaluation revealed the gamma3 long gamma nail to be the primary product. Further product details were not reported. A review of the DHR was not possible as the lot code was not provided. Potential nail breakage had been considered in the corresponding risk management file. The threshold was not exceeded. A review of the CAPA database revealed no corrective actions related to the reported event in place for the subject product. The event did not involve a product problem indicating a non-conformity, adverse trend or unanticipated hazard. No further action is required at this time. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject products. No non-conformity was identified. Device disposition is unknown.

Event description:
It was reported that patient broke gamma nail at the proximal aspect of the lag screw hole.